Manufacturer narrative:
The reported event of inadequate capture was confirmed while the high pacing impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found no anomalies. X-ray examination found the over torqued inner coil at the connector region. Electrical tests did not find indication of conductor fractures but found internal shorts between conductors due to the over torqued inner coil which was consistent with procedural damage. The cause of the inadequate capture was due to procedural damage to the inner coil which caused internal shorting.

Event description:
It was reported that the patient presented for implant of the right ventricular lead. During the procedure the lead was positioned, and the capture threshold and pacing impedance was noted to be high. The lead was repositioned several times. However, the issue persisted, after the helix was examined and no tissue occlusion observed. The procedure was successfully completed with the use of a replacement lead. The patient was stable.